Event description:
It was reported that: during ventilation in pressure mode, the ventilator stopped ventilating. The user attempted volume and manual modes of ventilation, but was unable to ventilate the pt. The pt was transferred to another device. It was reported that there was no pt injury.